Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the cobas® wnv assay was performing within specifications. Data analysis confirmed that the assay generated a reactive result with a cycle threshold (CT) value of 35.1, and the amplification curve demonstrated robust, sigmoidal amplification, indicating proper assay functionality. The most likely root cause for the discrepant results between the cobas® wnv assay and the other two assays used is attributed to differences in assay sensitivity, with the cobas® wnv assay being more sensitive. No systemic product issue was identified, and the donation was not used. No additional harm or delay was reported.

Event description:
The initial reporter alleged an unexpected reactive result for west nile virus (wnv) when using the kit cobas 6800/8800 wnv 480t ivd assay. The sample was tested on (B)(6) 2024 and generated a reactive result with a cycle threshold (CT) value of 35.1. A repeat test with the same assay also generated a reactive result. The sample was subsequently tested with two other assays, both of which produced non-reactive results. Serology testing results for the sample are unknown. The donation was blood and was not used.